Event description:
Infusion pump had a primary flow rate of 25ml/hr. Nurse hung a 50ml morphine bag in piggy-back fashion and programmed a secondary flow rate of 2ml/hr with a volume to be infused value of 25ml. Pump began infusing at the 2ml/hr rate until 25ml was achieved. At the end of 12.5 hours, the infusion pump reverted back to the primary flow rate of 25ml/hr. Within 1 hour, the remaining 25ml of morphine in the 50ml bag was infused. Countermeasures were implemented at the point of discovery and the patient was conscious and receptive to visual and audio stimuli. Patient was on hospice care and passed away 3 days later.